Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: a photo of a piece of drain inside a sample vial/tube was submitted for analysis. A photo analysis was completed. Photograph was checked visually, and concluded that: 1. There is some blue portion of the component kept inside a tube. 2. A measuring tape kept at the side of the tube, it seems like that this is to represent the length of the blue part, which is around 60 mm. 3. Some red trace of similar length as blue part is also visible inside the tube, which is not clear. The product and a lot # not provided, therefore a complete holistic investigation can not be initiated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: one complaint sample of drain, of around 60 mm in length, was received for evaluation. During visual inspection, it was found that, both the edges of complaint sample have a flat and suspected that these are cut with some sharp tool. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Batch manufacturing record review is not performed, as the lot no. Of the complaint is unknown. Retention sample is not checked, as the lot no. Of the complaint is unknown. As per standard practice, 100% suction test was performed on the product. Also, 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope missed such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6. Component code, h6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the incident was ultimately related to a severing (cutting) of the drain during removal (human error) and not a quality issue with the material. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: after further discussion with the team involved, it seems that the incident is ultimately linked to a section of the drain at the time of removal (human error) and not to a quality problem with the equipment. The post-operative follow-up was simple, nothing to report on (B)(6). Additional information has been requested and received. Attempts to obtain the device have been made. It is stated in the event description that this is a ¿redon¿ drain. Please verify that the complaint is for an ethicon blake drain. According to the event description, the impacted device is the product code 2227 which belongs to ethicon. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product / piece be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an aorto-bi-iliac prosthetic graft flattening of his infrarenal abdominal aorta aneurysm on (B)(6) 2023 and a drain was used. Revision surgery for retroperitoneal hematoma. Spontaneous hematoma of the psoas extending upwards into the right retrorenal space). Removal of redon drain with no particularities. CT angiography (B)(6) 2023, which found a piece of redon stuck retroperitoneally. Image of a leak at the right iliac terminal anastomosis. Decision to return to the operating room for removal of redon (B)(6) 2023. It was necessary to proceed to a recovery in the operative room for the patient in order to remove the redon. Additional information has been requested.